Event description:
During placement of the system when the drug delivery catheter was pulled back, the distal marker band was dislodged form the catheter and remained in the patient. Attempts to retrieve the marker band were unsuccessful. There were no clinical consequences to the patient.

Manufacturer narrative:
Investigational summary: inspection of the device confirmed the marker band had been swaged into place during manufacture. Review of the manufacturing records confirmed the device passed all inspections during manufacture. A determination of the cause for dislodgement of the marker band could not be made.